Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery in the left upper arm. A 4.0mm x 150mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. The balloon was inflated at 14 atmospheres on the first three inflations, however the balloon ruptured at 14 atmospheres on the fourth inflation. The device was completely removed from the patient and the procedure was completed using a 4.0x10cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).